Manufacturer narrative:
(B)(4). Based on device analysis, the potential for forward firing may exist. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 336,422 joules of use and 35:13 minutes, "forward firing" was observed. The fiber was exchanged and the procedure was completed with the second fiber @ 346,488 joules of use and 39:30 minutes. The fiber was not cleaned during the procedure. There was no injury to patient reported.